Event description:
Caller tested 4.8 inr, 3.2 inr and 3.4 inr on the coaguchek xs system. When obtaining the 4.8 inr result, the customer double-dosed the test strip within 15 seconds of the initial finger stick. No treatment provided. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.